Event description:
The reported case was a repair of an anterior talofibular ligament (atfl) with an orthadapt bioimplant. Approximately 16 weeks post atfl procedure, the bioimplant was explanted during an exploratory procedure. The patient's symptoms and date of onset were not reported.

Manufacturer narrative:
The case reportedly involved using an orthadapt in an atfl repair; orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. Based on the limited reported information, a discernible cause could not be assigned to the event. The product lot number was not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.